Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated d8, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the light guide (lg)-lens glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. Subsequently, lg-lens was invaded by humidity, then corroded, the suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: tjf-q190v operation manual 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the duodenovideoscope had the inside of the light guide lens stained. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.